Event description:
It was reported that there was a patient alert and the lead was oversensing, had high impedance and was suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.